Manufacturer narrative:
The patient's weight was initially programmed as (B)(6) 2015 at 2:50 am and was changed to (B)(6) at 10:41 am. The customer¿s complaint of an over infusion of propofol was not confirmed. Review of the pcu event log showed that propofol 1000mg/100ml was programmed on (B)(6) 2015 at 2:50 am to infuse at 5 mcg/kg/min (1.638ml/hour). Over the course of the infusion the dose and rate were changed several times with the rate ranging from 1.5 to 5.832ml/hr. The pcu event log recorded multiple air-in-line and flow stop open alarms. The infusion continued until the pump module was channeled off at 10:21 am on (B)(6) 2015. The event log recorded 48.974ml as the primary volume infused. Inspection of the pc unit and pump module showed no anomalies. Rate accuracy testing showed the device was infusing within specification. The root cause for the reported over infusion of propofol could not be identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a patient was receiving propofol at 1.5 ml /hr. The nurse noted about 1/4 of the bottle was remaining prior to leaving the room. Upon return 15 minutes later, the patient was found to be hypotensive and the propofol bottle was empty. There is no information on any medical intervention.